Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) after accidentally delivering an unnecessary bolus via manual injection (56 mg/dl). Customer treated elevated bgs by consuming food and drinking juice. Customer then contacted a nurse and sought advice after bg levels returned back to target.